Event description:
Event description boston scientific received information that the battery status for this boxed/unused cardiac resynchronization therapy defibrillator (crt-d) is mol (middle of life). It was reported that the device had not been manipulated (it had been stored on the hospital shelf prior to this reported observation). The device will be returned for analysis.